Event description:
Patient was revised due to pain.

Manufacturer narrative:
Litigation papers allege that since implantation of the asr system, the patient experienced pain and discomfort in his left hip and as a result underwent revision surgery. Patient has suffered from injuries of a permanent, lasting and painful nature and his ability to perform normal activities has been impaired as a result of the asr systems failure. There is no new information that changes the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.